Event description:
Physician was performing a cholecystectomy on a patient. The autosuture 5mm endo clip iii would not completely close the clips. A second device was opened and utilized to complete procedure.manufacturer provided rga for product return evaluation.